Event description:
Pt was sitting on edge of bed, with oxygen in use via cylinder tank to traceostomy, when top blew off of tank causing sparks and flame resulting in burns to pt's neck. Dme supplier lincare refuses to provide any info as to equipment or MFR.